Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the current electrograms (egm) noted right atrial (ra) lead undersensing during atrial tachycardia/atrial fibrillation (at/af) events resulting in unnecessary pacing at times. Stored episodes noted ra undersensing during at/af resulting in termination of at/af detected events in progress, unnecessary pacing at times and misclassification of non-sustained ventricular tachycardia events. It was noted the cardiac resynchronization therapy defibrillator (crt-d) may have mis-detected atrial fibrillation (af) with rapid ventricular response as non-sustained ventricular tachycardia. It was also noted that a stored episode noted functional undersensing in the refractory/blanking period on the right ventricular (rv) lead resulting in overpacing. It was also reported that the rv lead had an abrupt increase in threshold from baseline and exhibited high thresholds. The crt-d and leads remain in use. No patient complications have been reported as a result of this event.